Manufacturer narrative:
On 3-sep-2021, the device evaluation was completed. Mentor conducted a visual inspection and leak test of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and the device was found to have a tear within an area of siltex cracking on the anterior aspect, measuring approximately 0.5 cm. It should be noted that it cannot be determined if the patient's fall off the stairs could have influenced the implant deflation, since it was found deflated years later. Additionally, normal wear was found within tear. Therefore, both the trauma and siltex cracking may be the cause of the deflation. Regarding the trauma experienced, deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. On the other hand, in regards to the normal wear, siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5/21/2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with an unspecified saline implant textured mentor and suffered from a chest injury and a deflation on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/21/2021, it was reported to mentor that the date of removal is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).